Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the reported complaint by performing a test with two sterile adapters (sas) on patient side manipulator (psm) 1. The fse replaced the patient side manipulator (psm) 1. The system was tested and verified as ready for use. The psm was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion (e.g. Opened unintentionally). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the jaws of the large needle driver (lnd) on patient side manipulator (psm) 1 opened unintentionally during the following mode. After the customer reseated the sterile adapter (sa) on psm 1, the issue was resolved temporarily; however, the issue reoccurred after that. The customer replaced the lnd instrument, but the issue persisted. The tse advised the csr to replace the drape on psm 1 and install the lnd on another arm to identify the issue. After that, the csr called back and informed the tse that the issue persisted after the customer replaced another drape on psm 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 on (B)(6) 2022, the following additional information was obtained from failure analysis: intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce nor confirm the reported complaint. Visual inspection was performed with no issue. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The embedded serializer for the instrument interface (esii) printed circuit assembly (pca) will be replaced as a precaution. No problem was detected. This psm will be upgraded.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6,and h10. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The instrument arm drape will not be returned. There was no patient injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the reported complaint by performing a test with two sterile adapters (sas) on patient side manipulator (psm) 1. The fse replaced patient side manipulator (psm) 1 at customer¿s request. The system was tested and verified as ready for use.